Event description:
The customer reported that the yellow alarms acknowledge themselves. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reported that the yellow alarms acknowledge themselves. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.